Event description:
It was reported that in the pt's room nine days after the placement of the catheter, a leak was found from the distal line approx 1 cm from the extension line hub. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4).